Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of atrial depolarization. It was also reported that the right atrial (ra) lead exhibited oversensing/noise. It was noted that mirror image was also observed and that the patient was experiencing a "sensation" in chest area. The ra and rv leads were reprogrammed and remain in use. No patient complications have been repor ted as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.